Manufacturer narrative:
End-user reported accuracy discrepant test result. End-user provided data from tests. Further test could not be performed. Based on in-house discrepant test result, no deficiency was found in retain strip (B)(4). There is no sufficient information to determine the root cause of end-user's discrepancy. No corrective action is required as no product deficiency was established. As of today, products are not expected to return. Further testing is not required at this time. In-house accuracy test: test date: donor-1 ((B)(6) 2009), donor-2 ((B)(6) 2009). Meter (B)(4). In-house meter (B)(4). Retained strip ln: 080584a. Comparative sys: sysmex 560, 2 therapeutic donors. Results (B)(4). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria. No further action is required. No strip deficiency produced.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Venous draw was done right away and tested within an hour.